Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the delivery catheter tethers fractured and the catheter could not go into tether mode. The lp released prematurely after the lp was fixated. The physician decided the lp was in a good position and left it implanted. No further intervention was necessary. The patient was stable.

Manufacturer narrative:
The reported events of tethers fractured, spontaneously released, and unable to go into long tether were confirmed. As received, a catheter was returned in one piece with no attached device and traces of blood were noted in the distal cap region. X-ray examination of the catheter found both tether wires were fractured and buckled at the transition zone and the torque coil was offset distal to transition zone. The cause of the reported events was due fractured and buckled tether wires at the transition zone.